Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0,7ml in c1, 0,3ml in c2, 0,3ml in c3, 0,3ml in jw3, and 0,2ml in jw4 of juvéderm® voluma¿ with lidocaine, 0,6ml in c6 and 1ml in the lips of juvéderm® volift¿ with lidocaine. Patient began to experience an "inflammatory reaction on chin and presence of nodules on the lips" approximately three months post injection. Hcp later reported "inflammation and palpable nodules on injection area¿ and ¿induration¿ in the lower lip and perioral areas. Hcp treated the patient with topilase (twice a day) and placed the patient on hydrocortisone 1mg/kg/day per os. Symptoms are ongoing. This was the initial use of the syringe. A tsk cannula was used. This relates to juvéderm® voluma¿ with lidocaine.